Event description:
On (B)(6) 2010, the pt was implanted with an scs system. Since implant, the pt has been complaining of abdominal sensitivity on her skin. There is pain whenever something touches her abdomen and it is painful for her to even wear a shirt. This sensitivity is present all of the time regardless if the system is on or off. She went in to see the doctor and they took a CT scan which showed nothing of concern. During the pt's implant laminotomy procedure, there was difficulty placing the lead. The lead kept going to one side or the other but was eventually able to be placed midline. Since consulting with her doctor regarding the abdominal sensitivity, the pt has reported a 25% improvement in abdominal pain.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.